Event description:
It was reported that the dialysis catheter was allegedly unable to be aspirated post placement. It was further reported that the device was removed and replaced with another dialysis catheter without complication. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. The quantity affected is one. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. Investigation summary: one glidepath 14.5f 23cm catheter was returned for evaluation. Visual, functional and tactile evaluations were performed. The investigation is unconfirmed for unable to aspirate, as both lumens were patent to infusion, aspiration, and infusion against resistance; no leaks were observed. The device functioned properly under laboratory conditions and the reported event could not be reproduced. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible contributing factors include fibrin tail formation and/or catheter occlusion; however, the lack of evidence prevented both confirmation of the reported event and identification of a root cause(s).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2020).

Event description:
It was reported that the dialysis catheter was allegedly unable to be aspirated post placement. It was further reported that the device was removed and replaced with another dialysis catheter without complication. There was no reported patient injury.